Event description:
A report was received that the patient was experiencing irregular heartbeats. The patient discovered through her cardiologist that she had irregular heartbeats with the stimulation on. The patient's cardiologist confirmed that the patient's stimulation was causing atrial fibrillation symptoms.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #:(B)(4), description: artisan surgical lead.

Event description:
A report was received that the patient was experiencing irregular heartbeats. The patient discovered through her cardiologist that she had irregular heartbeats with the stimulation on. The patient's cardiologist confirmed that the patient's stimulation was causing atrial fibrillation symptoms.

Manufacturer narrative:
Additional information was received that the patient's cardiologist does not seem to believe the patient's symptoms were device related. The patient was reprogrammed and was no longer experiencing any shortness of breath or other symptoms. An ipg database analysis revealed the ipg was working properly.